Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a reportable event on 10jul2018, when the complaints team performed a good faith follow-up to the end user for a complaint which states "resistance primary biopsy channel" for video gastroscope model eg-2990i, serial (B)(4) received through the pentax medical vigilance department. On 19jun2018, the user called pentax customer service department requesting a return material authorization for their gastroscope, which had malfunctioned during a procedure. Pentax medical issued (B)(4) for the return of the unit for further evaluation. On 20jun2018, pentax complaints team performed a good faith follow-up to determine reportability. On 21jun2018, the gastroscope was returned to pentax medical for evaluation. Included with the returned scope was an endoscope service request form dated 19jun2018 stating in the comments section "resistance near biopsy port. When scope was brushed black plastic piece came out, included with scope." On 10jul2018, based on several communication and a final response from the customer, "during this procedure the physician was introducing the forcep (radial jaw 4 moo51338) through the channel and was met with resistance." "No other accessory was used during this procedure." It was determined that this malfunction did not and is not likely to contribute to or cause a serious injury or death of a patient or user. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported, however the information reasonably suggests that if the malfunction recurs, the device or any similar marketed device is likely to cause or contribute to a death, serious injury, or other significant/important medical event as defined in 21 cfr 803, therefore pentax is reporting this event. Pentax medical is still determining the sequence of events reported by the user. Service order (B)(4) was created for the evaluation and repair of the returned gastroscope. The pentax endoscope technician found the following inspectional findings: complaint disposition, customer complaint confirmed, insertion tube gauge/dig at stage 1. Rubber trim collar, severe cut. Control body grip, scratched. Insertion tube, bite marks. Wet leak test, passed. Operation channel - primary, stuck accessory. Operation channel - primary, crimped at biopsy inlet t-piece. Dry leak test, passed. Repairs were performed on the device which included replacement of the following: distal attaching plate, bending rubber, rubber trim collar, segment assy attaching screw, segment attaching screw, distal end assy with tubes, insertion flex tube, o-rings and seals. The video gastroscope was returned to the customer on 31jul2018.